Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: n/a, product type: lead. (B)(4).

Event description:
The manufacturer representative reported that the patient was in overdischarge and the patient performed a physician recharge mode (prm) over the phone. The patient ended up with overstimulation and went to the emergency room. The representative met the patient there and noted that everything was showing the device was off. It was noted that it was a different shocking than anything the patient has felt. The representative turned the stimulation off with the clinician programmer, then on, then back off again, and after a minute, the overstimulation/shocking stopped. The patient ended up charging the device to 50% only and was now stating the device is depleted. All impedances appeared normal. It was initially reported that the only button the patient pressed on the patient programmer was the power on/off key. Additional information received from the manufacturer representative noted that the cause of the overstimulation was that the patient rebooted the battery over the phone. No power on reset (por) had been cleared. The only button the patient pushed was the small white button on the front of the patient programmer (turns the programmer on/off) and immediately got over stimulated. The issue resolved and therapy was resumed. Follow-up is being conducted to determine why the patient was in overdischarge.

Event description:
Additional information received from the manufacturer representative reported that the reason for the overdischarge was because the patient had not charged their battery for over 7 months.